Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that in august of 2015, high blood glucose of 700 mg/dl was experienced and a no delivery alarm was received. The customer also indicated that they were hospitalized for the high blood glucose.